Manufacturer narrative:
The patient's meter has been returned to lfs product analysis on (B)(4) 2011, but the testing has not been completed as of yet. Once the results are available it will be submitted as a supplemental report. The 510(k) # is k062195.

Manufacturer narrative:
Follow-up #1 (12/14/2011)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective battery holder. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an issue reverting to set up mode and a power issue with her one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 9:30 pm, when the meter would not power on. She stated that she manages her diabetes with a combination of metformin and lantus solostar, and prior to the alleged issue on (B)(6) 2011, at 6 pm, she took metformin (1000 mg) and at 9 pm she had taken lantus (unknown dose). The patient claimed on (B)(6) 2011, between 3:30 am and 4 am, she felt "sweaty, dizzy, lightheaded and was unable to walk." On (B)(6) 2011, at 4 am she attempted to use the subject meter again and now she experienced the meter reverting to the set up mode. In response to her symptoms and due to the alleged issue, at 4 am she reportedly self treated with food and/or drink. There was not another device available at the time of the concern. During the initial call with customer service, the agent noted that there was no information of misuse of the device and the patient was using the correct test strips. Replacement products were sent to the patient. The patient's meter has been returned to lfs product analysis on (B)(4) 2011, but the testing has not been completed as of yet. Once the results are available it will be submitted as a supplemental report this complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed symptoms suggestive of a serious injury after the reported issue began.